Manufacturer narrative:
A user facility reported, "syringe initially sucked in air but later broke off. Apparently, there was already a crack in it." Deroyal industries requested return of the product, however it was not available. An investigation has been initiated but is not complete at this time. No further information is available at this time. We will provide follow-up report when more information becomes available.

Event description:
A user facility reported, "syringe initially sucked in air but later broke off. Apparently, there was already a crack in it."

Manufacturer narrative:
Deroyal industries requested return of the product, however it was not available. A photo was provided. Deroyal reviewed device history records for the lot associated with the complaint device. No issues were found. An inventory check was performed on 50 syringes and no issues were found. A failure mode and effects analysis (fmea) was reviewed and no updates were needed. Inspections of product are completed before shipping to ensure all manufacturing was completed to specification and that the syringes meet acceptance criteria. No issues were noted. A complaint to sales ratio was conducted from january 2022 to january 2024 and was found to be 0.0018%. Root cause: because the sample could not be returned and no issues were found in the production record review, the root cause could not be determined. Corrective and preventive action: because no root cause was able to be determined, no corrective or preventive actions were taken. An investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.